Manufacturer narrative:
The insulin pump passed the unexpected restart error test and self test. No alarms noted. No damage found on connector on interface board. The device was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer received an external ram crc error alarm and an unexpected restart alarm. The customer's blood glucose level was 120 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.